Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the device did not work as intended and the patient experienced right groin pain and swelling. On examination, he was found to have a tubular structure protruding out of the right inguinal canal with swelling and erythematous. Extensive tissue swelling was present without frank pus. The artificial urinary sphincter (aus) was removed. There was no patient outcome reported.